Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 4 of 4, while the hp was connected. The hp stated that they had 2 bags connected, which did not become disconnected prior to the alarm, and the hp did not disconnect. The unused line clamps were closed, no leakage was observed, and there were no loose connection. The technical service representative (tsr) reviewed the alarm with the hp, who stated they had already cleared the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.